Event description:
The customer reported that 12-lead ECG was inoperable.

Manufacturer narrative:
A philips field service engineer evaluated the unit at the customer site, and confirmed the failure. Repairing the ECG leads trunk cable resolved the issue.